Manufacturer narrative:
E1: event city: (B)(6). Event country: belgium. E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
In belgium, on (B)(6) 2026, the patient called reporting high blood glucose resulting from infusion set tape not sticking, self-managed with manual insulin injection.